Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported suture separation and unexpected medical intervention appear to be related to operational context. It is likely that an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: date of event estimated as 10/31/2024.

Event description:
It was reported that this was a closure of an unspecified vessel using the pre-close technique pior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a suture break occurred when the needle plunger was removed after deployment with a prostyle device. The sutures of two new prostyle device were successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.